Manufacturer narrative:
H11. Additional narrative. Updated h6. Based on the information available, the most likely root cause is patient factors, including an implant duration of 9 years, 10 months. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a patient with a 19mm carpentier-edwards perimount magna valve has been evaluated for a valve in-valve procedure after an implant duration of nine (9) years and ten (10) months due to structural valve deterioration and aortic regurgitation. Valve-in-valve procedure is planned with a 23mm evolut fx transcatheter valve.